Event description:
It was reported that a cartridge alarm 06 occurred. Additionally, it was reported that a cartridge change error occurred, a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence and insulin drips were not observed to be exiting the tubing during the load fill process. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Customer's blood glucose was 235-259 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.